Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were shock impedances of greater than 150 ohms during a vt ablation. Later on it was noted that during the ablation there was a 20j shock that did not deliver and the lead was showing greater than 150 ohms. After that there was a shock delivered at 150 ohms. Since that day there was one shock impedance reading via home monitoring of 74 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. No conclusion can be drawn regarding the root cause of the clinical observation. For further insights a programmer dump would be essential. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.